Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Additional initial reporter: (B)(6) rn, bsn, mpa, patient safety officer/director risk management, (B)(6). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The customer removed and reinserted the fiberoptic sensor a couple of times but the issue continued. The getinge representative told them to coil up the orange cable and mark it ¿broken¿. It was then recommended they transduce the inner lumen, and then zero it. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).